Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as MFR report #: 2134265-2010-05257. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 100% stenosed, 3.0mm diameter target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte stents (3.0x16mm, 2.5x32mm) and post dilation resulting in 0% residual stenosis and timi 3 flow. The patient was discharged without complication 2 days post the index procedure on aspirin and ticlid. In 01/2010, restenosis was confirmed in the distal lcx artery. The patient showed no sign of ischemic symptom. Three days later a revascularization procedure treated the 75% stenosed, 2.5x40mm target lesion with poba resulting in 25% residual stenosis. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study stents.